Event description:
It has been reported to philips that the system cannot delete images, machine ran out of space and cannot save new images. There was no reported patient or user harm.

Manufacturer narrative:
Additional manufacturer narrative: philips has investigated this complaint. As there was not disk space, x-ray was not possible. The system was in clinical use when the issue was identified. A remote service engineer guided the customer on how to remove images from the systems, to create more disk space. After images were deleted, the procedure was completed, with 5 minutes delay. To prevent the issue from reoccurring, the system settings were changed to auto delete cases. As explained in the instructions for use, before starting a study and acquiring images, you should check that the system has sufficient storage capacity. Depending on system configuration, examination folders can also be automatically deleted from the database when storage space is needed for a new examination, provided that there are no tasks pending, e.g. Printing or archiving. In addition, the system will prompt user messages when the disk space is low. Corrected data: coding updated as per investigation outcome.